Manufacturer narrative:
An investigation of the incident is currently underway and a follow up will be submitted should additional information become available following the investigation.

Event description:
The customer reported that after processing the tissue samples had been sub-optimally processed. As a result, some specimens could not be diagnosed. A rebiopsy of two patients was necessary.